Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 100 units of insulin. Customer added more insulin and the loading step was completed. Blood glucose was 172 mg/dl.